Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. "This also happened the our pt from the week before. [Patient] ended up in hospital with a bleed because [their] clip came off." Additional information received via phone on (B)(6) 2020 from account manager. Event unit was disposed of by the facility. Facility was not initially aware of the patient being admitted to the hospital. After initial complaint, the facility followed up with recent patients and was made aware of this patient event during this process. Additional information received via email on (B)(6) 2020 from account manager. The facility was able to determine that the lot number was 1382246. Product will be returning. Product available for return. Patient status: patient had to be rehospitalized due to a bleed caused by the clip coming off.

Event description:
Procedure performed: unknown. "This also happened the our pt from the week before. [Patient] ended up in hospital with a bleed because [their] clip came off.". Additional information received via phone on 17aug2020 from account manager I. Event unit was disposed of by the facility. Facility was not initially aware of the patient being admitted to the hospital. After initial complaint the facility followed up with recent patients and was made aware of this patient event during this process. Additional information received via email on 18aug2020 from account manager I. The facility was able to determine that the lot number was 1382246. Product will be returning. Product available for return. Patient status: patient had to be rehospitalized due to a bleed caused by the clip coming off. Intervention: patient admitted to hospital.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the shaft of the device was bent with no other damage or visible non-conformances. Testing was performed on the event unit; however, the complainant¿s experience could not be replicated or confirmed as the remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.